Manufacturer narrative:
On 15-dec-2025, bwi received additional information indicating that the catheter was not difficult to remove from the patient. The physician did not need to use surgical intervention or a different device to remove the catheter from the mitral valve. The severity of the event does not fully represent the h6 medical device problem code of "entrapment of device" (B)(6), therefore this event is not FDA-reportable. No further reports will be sent for this event. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation procedure with a varipulse¿ bi-directional catheter and the catheter was properly connected and advanced into the left atrium. Upon moving the catheter around for tpi (tissue proximity imaging) training, the catheter got caught in the mitral valve. The physician manipulated the catheter to free from the valve and noticed the loop mechanism was broken. The varipulse catheter was exchanged for a new one and the case continued to completion without any further delay. There was a 5-minute delay. The procedure continued with the new catheter and was completed without patient consequences.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).